Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: powerturn, pilot50, bmw guiding catheter: 6f jl4. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Although the device is not approved for sale in the us, it uses a delivery system which is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a mildly tortuous and moderately calcified mid left anterior descending (lad) artery. Pre-dilatation was performed with a 3.5 x 12 mm nc trek balloon catheter. During advancement of a 3.5 x 18 mm implant delivery system, there was resistance with a jl4 6f guiding catheter and the lesion became blocked. The patient felt chest pain. The delivery system was removed. A 3.0 x 15 mm trek balloon catheter was used to open the lad and the chest pain subsided. A 3.0 x 38 mm and 3.5 x 18 mm xience xpedition stents were implanted to complete the procedure. There was a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty was not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties and patient effects; however the reported treatment appears to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported patient effect of angina and occlusion, as listed in the device instructions for use, is a known patient effect that may be associated with the use of a coronary stent in native coronary arteries. (B)(4).